Event description:
In 2007, physician placed a main body graft, one iliac leg graft on the left and two iliac leg grafts on the right during aaa repair. The following month, the pt underwent additional procedure due to a distal type I endoleak to repair an iliac limb that had landed shorter than desired. The pt outcome was fine.

Manufacturer narrative:
No product was returned to assist with this investigation. An internal clinical review indicated that the event was caused by user error in the incorrect planning and sizing of the device. We do state in our instructions for use booklet key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made.